Event description:
It was reported that the patient was implanted with one 16-mm peek interspinous spacer at l4-l5. Approximately 6 months postoperatively, the patient underwent an l4-l5 implant removal due to lower extremity pain. No other information was reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.